Manufacturer narrative:
Customer reported a high readings issue with 5 sensors, however all sensor serial numbers are unknown. This is an initial final report. This issue does not meet reportability criteria. However, it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported that five of his adc freestyle libre sensors provided higher readings when compared to blood glucose readings obtained on an unspecified device. There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.